Event description:
It was reported that this left ventricular (LV) lead was part of a system revision due to infection. There were no additional adverse patient effects reported. This LV lead was explanted.